Event description:
A pt was undergoing a repair on (B)(6) 2013 of another MFR's endoprosthesis that was placed 5 years previously. The other MFR's main body and cuff endoprostheses had separated. The pt anatomy was not provided but it is suspected that the pt's anatomy has severe tortuosity. The physician was trying to deploy a zenith converter stent graft to bridge the gap between the two devices but had difficulties deploying the device. He could not get the sheath to unsheathe over the grey positioner. (The cook rep sent the physician a video of himself deploying a zenith converter one-handed while holding the phone in the other hand and videoing to assist the physician). The cook rep suggested that if the diameter allowed, to try another size smaller. The zenith converter was pulled out but the physician couldn't get the next smaller size device to track up. The pt's blood pressure was getting worse so the physician converted to an open surgical repair. The pt expired on the table. The physician did not feel it was the fault of the cook device but a tortuous anatomy issue. A fellow deployed the zenith converter on the back table without problem. He said the device looked kinked (from a hostile tortuous anatomy).

Manufacturer narrative:
(B)(4). Event eval: still under investigation.